Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that recharger was not working. It was reported that recharger started working for a bit, but the patient must sit very still for it to work so the patient isn't too mobile right now and is getting a little bit of charge now. The consumer thinks the cold snap effected the equipment. It was reported that it was important that patient gets equipment replaced because without the stimulator the patient would be in extreme pain. The consumer also reported that charge stopped charging and suddenly gave a shock. No patient complications have been reported because of this event.